Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged a few days after implant causing pacing not to be delivered when required. The lead was surgically repositioned successfully. No additional adverse patient effects were reported.